Event description:
Incidences have not involved a patient. 7 additional incidents to the previously reported 19 failures. Clinicians and biomed are catching that the ac power adapter (acpa) fails. Reference reports: mw5174179, mw5174180, mw5174181, mw5174182, mw5174183, mw5174184.